Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the gel was gummy, making the catheter difficult to insert and causing bleeding; as a result the doctor decided to insert a foley to prevent additional trauma to the urethra.